Event description:
It was reported that the total care bed was making a loud noise and additionally reported that the patient developed a new wound two months prior to this notification. During a follow-up call with the patient's case manager, the case manager reported that at the beginning of october 2022, the patient developed an intact stage 1 blanchable pressure injury on the left ischium. By the end of october, the patient's pressure injury progressed to stage 4 with undermining and tunneling present. The pressure injury was treated with debridement and IV antibiotics via the patient's already-placed PICC line. This patient has a medical history of traumatic brain injury due to a motor vehicle accident, tracheostomy, respiratory failure, ards, tube feeding, hydrocephalus, and vp shunt. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was reported that the total care bed was making a loud noise and additionally reported that the patient developed a new wound two months prior to this notification. During a follow-up call with the patient's case manager, the case manager reported that at the beginning of october 2022, the patient developed an intact stage 1 blanchable pressure injury on the left ischium. By the end of october, the patient's pressure injury progressed to stage 4 with undermining and tunneling present. The pressure injury was treated with debridement and IV antibiotics via the patient's already-placed PICC line. This patient has a medical history of traumatic brain injury due to a motor vehicle accident, tracheostomy, respiratory failure, ards, tube feeding, hydrocephalus, and vp shunt. Of note, the case manager confirmed that the report of the bed making a loud noise was not associated with the reported pressure injury nor was any other bed issue present at that time (october). The total care bed is intended to provide patient support in healthcare environments. It is intended to be used to treat or prevent pulmonary or other complications associated with immobility, to treat or prevent pressure injury, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The development of pressure ulcers is multifactorial and cannot be only attributed to the performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A stage 4 pressure injury involves full-thickness skin and tissue loss with exposed or directly palpable fascia, slough, muscle, tendon, ligament, cartilage, or bone in the ulcer. Treatment can begin with the removal of the dead tissue (debridement) and if the damage is extensive, surgery is usually required. The inspection of the bed by a hillrom technician found the bed to be functioning properly. The technician noted that the patient was using an eggcrate foam mattress on top of the total care mattress. The IFU instructs that "loose fitting sheets (preferably knitted) must be used for correct operation of the sleep surface." Although it was reported that a "blower" was ordered to resolve the noise issue, there was no indication that the blower was to correct any surface deflation or any other issue that may cause or contribute to the development or progression of a pressure injury. In this event, the cause of the pressure injury is unknown, as there was no report of a device malfunction at the time of the initial injury nor during its progression. Although the blower repair is pending, the device inspection ruled out a malfunction. The pressure injury could likely be related to the patient's comorbidities and/or any immobility associated with the traumatic brain injury or the use of the "eggcrate foam". The reported stage 4 pressure injury (serious injury) required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, thus will be assessed as serious injury. Based on this information, no further action is required.